Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched guide wire was able to be confirmed. The reported entrapment and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the anatomy/other devices and/or manipulation of the device resulted in the noted multiple shaping ribbon bends and the reported/noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the diagnostic procedure was to treat a moderately tortuous and non-calcified lesion located in the right radial artery. A 145 cm ht versacore guide wire was inserted into the right arm of the patient, and after gaining radial access, the wire advanced to the aortic arch to take images. An unspecified balloon catheter that was advanced over the guide wire was removed and another unspecified catheter was inserted. Resistance met with the guide wire and the balloon catheter could not advance and it was removed, but the guide wire could not move forward or retract. Fluoroscopy showed the guide wire looked stretched. The guide wire remained embedded in the vessel while a femoral approach was used to complete the rest of the procedure. The patient was then transferred to the operating room for a surgical cut down. An incision was made in the patient's arm, and a decision was made to break the wire to remove 8.7 cm of the wire from the artery. The patient was then sent to surgical pathology for another surgical cut down, and the remainder of the wire was removed. The patient was discharged the following day. No additional information was provided.

Event description:
Medsun mandatory and voluntary report# (B)(4) received on 05/01/2018.

Manufacturer narrative:
(B)(4).